Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855.

Event description:
No known adverse event. Refer to expiration date as complaint notification date. Customer reported scope failed to be recognized by processor cp-1000. After initially showing endoscopic image on screen, after a second or two, screen goes black and processor displays image that scope cannot be detected. Dr. (B)(6) was advancing a snare through the biopsy channel and witnessed a off white substance exit the distal tip of the scope during a procedure. He then stated that he felt resistance when trying to advance the snare through the biopsy channel. This was during a colonoscopy. Scope was removed from the patient and reprocessed and removed from circulation. No info on patient condition. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51856) which was submitted. Therefore,MDR (9610877-2022-00278) filed on february 9, 2022 is considered a duplicate report.

Manufacturer narrative:
Correction information: d4: unique identifier (UDI) g4: premarket identification PMA/510(k) g6: follow up #1 h2: type of follow up.